Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece for evaluation. Electrical testing, dimensional analysis, visual inspection and x-ray examination were normal with no anomalies found.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited high pacing impedance measurements. The lv lead was removed and replaced to complete the procedure. The patient was in stable condition throughout.